Manufacturer narrative:
The study of j. A. Gabor, et. Al. [1] reports surgeries on 38 hips. All surgeries were performed due to recurrent dislocations of instability of the joint. Therefore, these patients were at high risk for recurrent instability after the revision surgery. In all 38 cases, a cemented polarcup shell was cemented into a redapt porous acetabular component. It is reported that in four cases, the patients suffered from anemia after surgery, which could be treated with blood transfusions. The part and the batch number of the devices are not known. Therefore, the batch record review and a complaint history review could not be performed. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. The combination of cementing a polarcup into a redapt acetabular component is approved by smith and nephew (03109-us v3 71381752 revb 09/18). The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other

Event description:
Scientific publication. Author: jonathan a. Gabor et al. "Cementation of a monoblock dual mobility bearing in a newly implanted porous revision acetabular component in patients undergoing revision total hip arthroplasty". The are a total of 38 patient who received, between may 2016-june 2018, polarcup (insert) cemented into a redapt acetabular component that were included in this study. It was reported that 4 patients had postoperative anemia treated with blood transfusion.